Manufacturer narrative:
Additional information was received that x-ray was taken of the patient¿s ipg and the result revealed negative. The ipg is not tilted.

Event description:
A report was received that the patient was having difficulty charging and that the ipg looked tilted. The patient will undergo pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement per physician's preference. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having difficulty charging and that the ipg looked tilted. The patient will undergo pocket revision.

Event description:
A report was received that the patient was having difficulty charging and that the ipg looked tilted. The patient will undergo pocket revision.